Event description:
It is reported that the impactor broke while inserting poly.

Manufacturer narrative:
Evaluation summary: the usage history of the device is unknown as well as how it was aligned before impaction. The root cause of the issue is unknown but a likely contributor to failures of this nature is off-axis impaction. Evaluation: as returned, the peg on the poly impactor has fractured off at its base. The fractured component was not returned for review. The device has a potential field age of approximately 3.5 years. The device was found to meet print specification. The device history records were reviewed and indicate the device was manufactured, inspected, and packaged to specification.